Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal ii; guide cath: heartrail jl4. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with heavy tortuosity, heavy calcification and 99% stenosis. After pre-dilatation was performed, the xience prime stent was advanced to the lesion. The stent delivery system (sds) balloon was then inflated; however the balloon ruptured at 8 atmospheres (atm). When examined outside the anatomy, a pinhole rupture was noted. A new xience prime stent was implanted and the procedure was completed. There was no significant delay in the procedure and no adverse patient effects reported. No additional information was provided.